Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Unrelated to the display issue, the black box showed several call service alarms that would not clear. The pump was opened and a component on the printed circuit board was found to be corrupted resulting in call service alarms that were unable to be cleared. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.